Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was 538 mg/dl and high levels of ketones. The customer delivered a correction bolus via the pump and a manual injection to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Reportedly, the customer continued to use the pump for insulin therapy.